Event description:
It was reported that during an atrial fibrillation ablation procedure, two preface® guiding sheaths with multipurpose curve devices, were found to have broken hemostatic valves. The physician reported that the valve detached from the sheath at the first use, making this event reportable due to the risk to patient. The procedure was completed using a third similar like device. No adverse patient consequences were reported.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Concomitant products: carto 3 system: ser# (B)(4). (B)(4). The product investigation is pending product return.

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. (B)(4)